Manufacturer narrative:
Product analysis: the device was returned with 2 guide wire devices with kinks on both devices. These 2 devices were loaded successfully through the wire lumen from the tip of the device with slight resistance noted. A 0.015inch mandrel was loaded through the wire lumen with slight resistance noted. A 0.014inch mandrel was loaded through the wire lumen with no resistance noted. The balloon folds were open and residue was visible in the inflation lumen. The device was inflated to rated burst pressure (14atms) for 5 seconds with a 0.014inch guide wire in place. The device inflated and deflated with no issues noted and the guide wire was removed with no issue noted. The device was then inflated to 20atms for 5 seconds with a 0.014inch guide wire in place. The device inflated and deflated with no issues noted and the guide wire was removed with no issue noted. The device was then inflated to 20atms for 5 seconds with both the returned guide wires. The device inflated and deflated with no issues noted and both the returned guide wires were removed with no issue noted. The event could not be recreated. (B)(4).

Event description:
The physician used euphora rx device to dilate within sub intimal space in a cto procedure in moderately tortuous and calcified lesion in distal rca. The device was removed from packaging, inspected and prepped per IFU with no issues noted. Resistance was encountered when advancing the device, but no excessive force was used. The device did not pass through a previously deployed stent. The physician reported poor guidewire movement during the procedure. The balloon was inflated to 20atm but the physician encountered difficulties removing the device due to wire movement issues. He stated that: ¿the lumen is so small that there is little tolerance.¿ no patient injury reported.